Event description:
It was reported a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified. An opticross hd imaging catheter was advanced for use in the ultrasound examination for the target lesion. During the procedure, the screen became dark when the device was used, and nothing was displayed. However, air was not removed during the preparatory flush. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this complaint has been assigned an overall investigation conclusion of failure to follow instructions for the reported lost image. Evidence was found to suggest that the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the motor drive unit (mdu) must be off during the insertion of the device until it reaches the region of interest. However, according to the complaint information, the mdu was on during the insertion of the device into patient. The investigation conclusion assigned to the reported entrapped air is cause not established. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.

Event description:
It was reported a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified. An opticross hd imaging catheter was advanced for use in the ultrasound examination for the target lesion. During the procedure, the screen became dark when the device was used, and nothing was displayed. However, air was not removed during the preparatory flush. The procedure was completed with another of the same device. There were no patient complications.